Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads had migrated which caused the loss of stimulation. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.